Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was found in backup mode via remote transmission. Programming changes were made and device replacement was discussed. The patient had no consequences from the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the device was explanted and replaced. The were no complications during the procedure.